Event description:
During service by baxter, air in line printed circuit board (ail pcb) with out of specification was found. According to the hospital representatives there was no patient injury or medical intervention reported. No additional information or contact was provided.

Manufacturer narrative:
The facility reported an failure code 810:11. Evaluation summary: evaluation was performed and the reported condition of out of calibration on air in line printer circuit board (ail pcb) was confirmed. Inspection of the pump revealed out of calibration on air in line printer circuit board (ail pcb) caused the failure code 810:11. Recalibrated the ail pcb. The pump was tested for proper operation and pump found to function properly.